Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch number qmmduq, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please clarify if the needle was left in patient's body? Were x-rays taken to locate the needle piece(s)? Are any plans in place to remove the needle piece in future? If retained, what is the surgeon's opinion of consequences to the patient? What is the current condition of the patient? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Per user facility medwatch form, mw (B)(4), during a vaginal laceration repair, patient was being stitched. There was a snap heard and the needle disappeared into the vagina. No device will be returned. Three were no patient consequences reported.